Event description:
It was reported that during a lap low anterior resection, the firing force was higher than expected and the device could not be fired at the 3rd stroke of the 2nd firing. The device was fired properly at the 1st firing. After the device was released with the manual knife reverse switch, endo-gia-ultra 45mm purple (covidien) was used to complete the case. There were no adverse consequences to the patient. Regarding staple lines of the 2nd firing, many staples were unformed. The doctor commented that the jaws had been cleaned after firing and the thickness and the stiffness of the target tissue had been regular.

Manufacturer narrative:
(B)(4). Interrupted firing stroke. On what tissue type was the device used? At what location on the tissue? ---rectum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the firing force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. The ec60a device was received for analysis with no visual non-conformances and with two reloads present. Reload b was received sterile and in good condition; reload a was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reloads a and b. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.